Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred, and the patient crashed and was coded. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus premier¿ drug-eluting stent was implanted to treat the lesion. Post stent deployment, a non-bsc balloon catheter was advanced for post-dilatation. Following post-dilatation, the non-bsc balloon catheter was advanced distally to post-dilate a previously implanted stent. However, as higher atmospheres were reached, a perforation was encountered and the patient crashed and was coded. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the physician called the code team, revived and stabilized the patient and the patient was sent for surgery.